Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 51 mm diameter fusiform abdominal aortic aneurysm. The length of non-aneurysm aortic neck was 50 mm, proximal diameter of non-aneurysm aortic neck was 20 mm, distal diameter of non-aneurysmal aortic neck was 22 mm, diameter of right iliac artery was 10 mm, diameter of left iliac artery was 12 mm, diameter of right femoral artery was 8 mm, and diameter of left femoral artery was 9 mm. The right iliac artery was mildly tortuous and the left iliac artery was moderately tortuous. It was reported that an ultrasound noted an endoleak (type undetermined). It was a complicated ultrasound and the physician was unsure of the type of endoleak. There was no reported intervention or action taken. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4).